Event description:
Patient was presented to the interventional lab for an angioplasty procedure of the common iliac artery. The vessel was described as heavily calcified and midlly tortuous. The vessel had a 100% occlusion. The physician used a brachial approach and accessed the lesion with a v18 (bs) guidewire. A medkit 90cm sheath was inserted and the physician successfully dilated the target lesion with a slalom balloon. This balloon was removed and another slalom (438-6040mp) was passed over the guidewire to the lesion for vessel dilation, which was successful. Upon removal of this balloon, it became stuck on the guidewire and could not be removed. Consequently, the balloon and the guidewire needed to be removed as one unit.

Manufacturer narrative:
The physician then re-accessed the lesion with a synchro 0.014 guidewire and another slalom (438-8040m) balloon was advanced to the lesion and successfully dilated the lesion. The procedure was completed and upon removal of the last balloon, it became stuck on guidewire. The guidewire and balloon needed to be removed as one unit. The physician states that kinks or bends in the guidewires and balloon catheters could have caused the resistance, but there is no evidence. There was no injury to the patient. The product will not be returned for evaluation and testing. This is the first of two products involved with this adverse event which is associated with mfg. Report #9610978-2005-01476 and #9610978-2005-01477.